Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. All operating currents were within specifications, there was no unexpected battery out limit alarm, the device passed the unexpected restart error test, no unexpected restart alarm and no external ram crc error alarm. The insulin pump passed the self-test and no flash crc incorrect factory stored information alarm. The insulin pump was programmed with the correct time, date and monitored for several hours without a time/date rest. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call flash crc incorrect factory stored information alarm, external ram crc error alarm, unexpected restart alarm, battery out limit alarm and high blood glucose levels. Customer's blood glucose level was 465 mg/dl. Customer experienced blurred vision as a result of high blood glucose levels. Troubleshooting for the battery out limit alarm was performed. Customer advised when they replaced the battery the insulin pump reset the time and date. Customer advised a temporary basal was not programmed before the alarm occurred. Customer performed the self-test and passed. Customer had multiple alarms in the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.